Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 : reference MFR. Report# 3006705815-2018-03238. It was reported the patient experienced inadequate pain relief. Reportedly, reprogramming was tried wherein the scs system covered the patient's pain area. However, the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03239. Additional information received indicated that prior to system explant x-rays showed a slight lead migration.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-03238.